Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that (B)(6) 2016, the patient experienced an adverse event. Patient's mother reported that the patient went to the emergency room (ER) due to high blood glucose. It was reported that the patient was inconsistent in wearing the dexcom continuous glucose monitor (cgm). There was no alleged device malfunction. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not confirmed. A root cause could not be determined.